Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly loss of power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.